Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient lost weight and had pain at the ipg site and the ipg was moving around in the pocket. Surgical intervention was undertaken and the ipg was explanted and replaced.